Event description:
Complainant alleged that during a biomed testing the device displayed "status 66" and "status 105" messages. Complainant indicated that there was no pt involvement in the reported malfunction.